Event description:
It was reported an issue with monoplus suture. This case comes from a post market clinical follow-up (pmcf) study. Surgery was performed laparoscopically. Tumour location was in the coecum and a complete mesocolic excision was performed. A side-to-side anastomosis was performed intracorporeally in an isoperistaltic direction. The anastomosis was partial stapled with a stapler and the rest of the anastomosis sutured with monoplus in a single layer technique. During the anastomosis, suturing the monoplus suture material ruptured during knotting. 4 days after surgery, an anastomosis leakage developed and the leakage occurred in the region of the suture line not in the stapled line according to the principal investigator. Details of the case received: date of surgery: (B)(6) 2026. Indication for surgery: right hemicolectomy for a colon tumour with anastomosis. Adverse event: anastomotic leak. Date when the adverse event occurred: 17 february 2026. The patient developed an anastomotic leak requiring surgical re-intervention. Intensity of the adverse event: severe (patient is incapable to work or perform usual activities). Therapeutic measures required. A laparotomy with revision of the anastomosis and suture repair was performed on (B)(6) 2026. Serious adverse event criteria: the event met seriousness criteria due to in[?]patient or prolonged hospitalization and the need for medical or surgical intervention to prevent life[?]threatening illness, injury, or permanent impairment of a body structure or function. Outcome of the adverse event: resolved, no sequelae. Date the adverse event ended: 18 february 2026. Causal relationship to investigated product (medical device); suture rupture. Causal relationship to the procedure; the anastomotic leak is causally related to the surgical procedure. This is an anticipated common event in clinical routine for the performed surgery. Patient details: gender: male; age: 76 years; weight: 90 kg; height: 168 cm. Bmi= 32 kg/m2. Non-smoker. Hypertension : yes. Copd: no. Asa status: status iii. Diabetes: no. Dialysis: no. Coronary disease: no. Anticoagulation: yes.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.